Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump was programmed with a test transmitter and glucose sensor simulator. The sensor feature worked properly. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's bolus wizard feature was not functioning properly. The customer reported that the feature was not making the proper calculations based on the information he entered. Blood glucose level at the time of the incident was 155 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.